Manufacturer narrative:
Reference code pl057r, device name retraction grasper double action 360mm, serial number n/a, batch number unknown, UDI device identifier (B)(4), UDI production identifier unknown, basic UDI-di n/a, unit of use UDI-di (B)(4), manufacturing date unknown. Investigation: product not available for investigation. Therefore no investigation possible. Pictorial documentation: product not available for investigation. Therefore no pictorial documentation possible. Batch history review: due to the fact that no lot number was provided, a review of the device history records for the complained device is not possible. Explanation and rationale: based on the quality standard we exclude a material or manufacturing related error. A handling related error cannot be excluded. Conclusion and root cause: due to the current deviation and according the rationale, the root cause of the problem is most probably usage-related. Corrective action: according to sa-de13-m-4-2-04-000-0 (corrective action & preventive action) there is no CAPA necessary.

Event description:
No updates.

Manufacturer narrative:
Additional information / investigation results will be provided in a supplemental report, if received.

Event description:
It was reported that there was an issue with retraction grasper, as per information received via mw5094977. It was reported that the tip of the laparoscopic device broke off in the patient's abdomen. An additional medical intervention was necessary. The piece was retrieved and there was no injury to the patient. Additional information was not provided nor available / was not available. Additional patient information is not available. The adverse event / malfunction is filed under aag reference (B)(4).

Event description:
No updates.